Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 41 mg/dl while wearing the pod. Symptoms reported include loss of consciousness and difficulty walking. The patient was treated with dextrose. The patient was released the following day. The pod was worn when seeking medical attention and patient reported she also had active levemir insulin in her system.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.